Event description:
It was reported that during a coronary artery angioplasty treatment procedure, slow deflation difficulties were encountered. The catheter of the maverick otw 4.0 x 20 mm balloon became kinked before use. The physician straightened the kink out with his hands. The physician crossed the lesion with the balloon and experienced no difficulty inflating the balloon. However, upon deflation, the balloon appeared to be deflating slowly. The physician, seeing the slow deflation, disconnected the indeflator and connected a syringe to the catheter. The physician pulled negative twice with the syringe and the balloon deflated. There were no pt injuries or complications. The balloon was removed from the pt intact. The device has been sitting on a shelf in the purchasing department of the hospital since the event date. It was just recently, this complaint was brought to boston scientific's attention. No additional information will be available as the physician and the ccl staff do not remember the case specifics.